Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient serious injury nor complications reported.